Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for initial implant of a right ventricular lead. When the lead was implanted in the right ventricle and connected to the device, loss of capture and low pacing impedance were noted. The first lead was removed and a second right ventricular lead was placed. The second lead exhibited intermittent loss of capture. The procedure was ended and the second lead remained implanted. On (B)(6) 2019, the patient contacted the physician with a complaint of not feeling well, and had a low heart rate with intermittent loss of capture. Dislodgement was suspected, and a lead revision procedure was performed on (B)(6) 2019. The lead was successfully re-positioned and the patient tolerated the procedure well.